Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation confirmed that the psu was inoperable due to a damaged power cable. The psu was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral power supply unit (psu) was inoperable. There was no patient injury reported as a result of this incident.